Event description:
Pt's initial: (B)(6). Date of awareness: 02/13/2020. Rems ID: (B)(4). Prescriber rems ID: (B)(4). Initial reporter: pharmacist. Pt admitted (B)(6) 2020 - (B)(6) 2020 to (B)(6) from ph w/ c/o leaking from around his hickman catheter since last night and increased edema and abdominal swelling. Hickman catheter dysfunction, leakage vs. Site infection, has mild yellowish discharge and tenderness; chronic erythema d/t dressing, given IV abx and transitioned po abx (treated for local cellulitis). Volume overloaded was given IV diuretics.